Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient's body without problem and pinhole was noted on the balloon tip. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.